Manufacturer narrative:
The co rep was unable to duplicate the reported problem. The co rep observed that the ac mains switch was in off position and he reviewed the details of the event with the customer's biomed. The co rep advised the customer that the mains power switch was turned off at the time of the event. The iabp operated on ac and switched to battery power without incident; the co rep suggesting that the iabp may have been running on battery. As part of prevent maintenance the co rep replaced the battery (part number 0146-00-0039) (the run time of the battery was less than 30 minutes), the safety disk (part number 0997-00-0985-01), the purge filter (part number 0008-00-0331) and the lure fitting (part number 0103-00-0398-01) and installed the 2500hr preventative maintenance kit (part number 0040-00-0146). The iabp was tested to factory specification. Testing included confirmation of the battery in use message and battery icon that are displayed to indicate that the iabp is running in battery, and functionality of the low battery alarm that is generated by the iabp to advise clinicians of a low battery condition. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was plugged into ac power and shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.